Event description:
It was reported that the procedure was being performed on a patient (pt) with an acute myocardial infarction, needing bypass. The pt had a fiber optix sensor (fos) catheter placed in the cath lab. They did not have an autocat 2 wave (a2w) intra-aortic balloon pump (iabp) to connect the fos to so the catheter was connected to an acat and then used the central lumen of the catheter for therapy. The pt was later taken to the operating room (or) for bypass surgery and operating room staff wanted to connect the fos to their a2w. They had the catheter connected, but they did not get a waveform and were asking how to zero the catheter. They explained that the fos icon was a blue box with a black light bulb. The clinical support specialist (css) explained to the hospital that meant that they did not have a connection yet. They were not able to troubleshoot further at the time and were going to go ahead and use the central lumen. They told me that they would try and call be back later to do further troubleshooting. Rn also stated they had found the fos cable and connector wrapped up under pt's leg before they tried to connect the catheter to their pump. Css tried to explain they might not get a good connection to their pump now because the connection may be damaged or dirty. The rn returned a call about two hours later and stated that they had tried to disconnect and reconnect the fos connector and did not get audible tones or icon color change. Most likely the fos connection was damaged since it was not connected at the time of insertion and connector was not protected prior to trying to connect to the a2w. There was no reported patient injury or delay in therapy.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.